Event description:
It was reported, the gastrointestinal videoscope had blurry image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found a sporadic image failure, which cannot be confirmed, but could have a likely reoccurrence. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the equipment has been repaired by a third-party organization, and the results of the inspection have not been reproduced. Therefore, it is not possible to determine the cause of the occurrence of the event. Olympus will continue to monitor field performance for this device.